Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('migration / perforation uterus/ expulsion') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psychology injury"), migraine ("migraine/headache") and urinary tract infection ("urinary tract infection"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, psychological trauma, migraine and urinary tract infection outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain, psychological trauma, urinary tract infection and uterine perforation to be related to essure (ess205). The reporter commented: she received treatment for pelvic/abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('migration / perforation uterus/ expulsion') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psychology injury"), migraine ("migraine/headache") and urinary tract infection ("urinary tract infection"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, psychological trauma, migraine and urinary tract infection outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain, psychological trauma, urinary tract infection and uterine perforation to be related to essure (ess205). The reporter commented: she received treatment for pelvic/abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously reported event "injury" was updated to "pelvic pain ", events- "abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), general abnormal bleeding, breakage-expulsion, psychology injury, migration/perforation-yes, uterus, bladder/urinary problems: urinary tract infection, migraine/headache", patient date of birth, treatment details added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.